Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during a prime rewind. The blood glucose reading was 158 mg/dl. The customer stated that insulin "squirted" out. Upon troubleshooting, it was found that the insulin pump had a protruding drive support cap. Advised discontinuation of the insulin pump. The customer called back to report that she would continue use of the device after being advised to discontinue use. She called again noting that the insulin pump was broken. Advised replacement of the device. Nothing further reported.